Manufacturer narrative:
This case, with patient identifier (B)(6) , is related to case with patient identifier (B)(6) .

Event description:
Customer reportedly received the following results on two different nano systems within 10 minutes: 115 mg/dl (system 1/strip lot asku) and 55 mg/dl (system 2/strip lot 476654 ). Results were obtained using different strip lots. The patient experienced low blood glucose symptoms of feeling shaky and sweaty. No adverse event was reported. The lot number was not provided. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.